Event description:
Customer reported unexpected negative reactions with capture-r ready screen (crrs) 4 for a sample containing an anti-k.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention capture-r ready-screen (4), lot k176. Capture-r ready-screen (4), lot k176, expired before the returned customer samples was received in the laboratory. The samples exhibited 4+ hemolysis; therefore, galileo testing could not be performed. Manual testing was performed with customer's sample using retention capture-r ready-screen (4), lot k178, and capture-r indicator red cells, lot 221182; sample was nonreactive with all cells. Reactivity of the k antigen was confirmed on retention capture-r ready-screen (4), lot k178, with anti-k, lot qc#1 (diluted 1:256), using capture-r indicator red cells, lot 221182. Hemagglutination tube testing was performed with customer's sample using retention panoscreen I, ii, and iii, lot 16674. Immuadd, lot 6g5508x was used as potentiator. The sample was nonreactive at all temperatures and phases tested. The event appears to be related to the nature of the sample.